Event description:
Procedure type: left hip total endoprostheses. According to the reporter: the suture worked correctly during the initial surgery. After several days, reactions occurred on the fascia, which looked similar to spider webs. Cavities or holes were then observed in the fascia and accumulation of fluid occurred, which caused pain to the pt. It was found that a periprsothetic fracture occurred, and in 2007, a reoperation was performed to repair it. During the reoperation, it was found that there was necrosis of the fascia, and the smear was sterile. The pt is now doing well.

Manufacturer narrative:
There are complaints from the same hospital and doctor in another country against polysorb sutures, where they have reported that there were suture line reactions post-operatively occurring after hip surgery. There have been no previous complaints against any of the lots reportedly used during these surgeries.